Event description:
Reporter states the balloon in a foley catheter did not deflate and required a visit to the emergency room and a urologist to have it removed. Reporter states his brother (the patient) uses daily foley catheters at home and when they were unable to remove the catheter, they went to the emergency department on (B)(6) 2024. The emergency room was unable to deflate the balloon or remove the catheter and referred them to a urologist. The urologist was able to remove the catheter on (B)(6) 2024 and notified the patient's family to avoid this specific lot number. Reporter states 49 catheters from their home supply have mismatching lot numbers on the packaging and they are unable to identify which catheters have the defective lot number. Reference reports: mw5163899, mw5163900, mw5163901, mw5163902, mw5163903, mw5163904, mw5163905, mw5163906, mw5163907, mw5163908, mw5163909, mw5163910, mw5163911, mw5163912, mw5163913, mw5163914, mw5163915, mw5163916, mw5163917, mw5163919, mw5163920, mw5163921, mw5163922, mw5163923, mw5163924, mw5163925, mw5163926, mw5163927, mw5163928, mw5163929, mw5163930, mw5163931, mw5163932, mw5163933, mw5163934, mw5163935, mw5163936, mw5163937, mw5163938, mw5163939, mw5163940, mw5163941, mw5163942, mw5163943, mw5163944, mw5163945, mw5163946, mw5163947, mw5163949.